Manufacturer narrative:
Product event summary # product ID# 6996sq58. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went into the clinic due to a lead alert. Upon interrogation of the device the high voltage impedance was found to be low on the right ventricular (rv) lead. An x-ray confirmed a rv lead dislodgment. The high voltage therapies were turned off. It was later reported that the patient died and the cause of death is unknown. Technical review of the device data information was completed and indicated that the detections and therapies were not turned off as reported by the clinic staff and there was attempted high voltage therapies on the day of the death that were not delivered as a result of the high voltage coil shorting to the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 4968-35, implanted: (B)(6) 2012; product ID: 1084t-35, competitor lead implanted: (B)(6) 2012. (B)(4).